Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five minutes into treatment with a polyflux 14l dialyzer, the patient became unwell; further described as feeling nauseous, giddy and complained of short of breath. The patient also experienced a drop in blood pressure from 147/87 mmhg to 69/38 mmhg. The patient was treated with 300 ml of saline. It was reported that the blood pressure remained low at 73/80 mmhg with tachycardia of 112 bp. Treatment was terminated. The patient became diaphoretic and complained of right sided numbness and tingling in hand and leg. The patient was treated with intravenous hydrocortisone. Subsequently, the patient's blood pressure increased to 107/61mmhg with a heart rate of 102bpm, and oxygen saturation was 99%. It was reported that the patient's condition improved and the patient remains "well". No additional information is available.